Event description:
The customer reported that the brakes on the table did not work. There was no report of harm to a pt, bystander, or operator. There was no report of uncommanded motion. A philips field svc engineer (fse) investigated and determined that the "brakes not working" was that the pt support svc latch was loose. The fse secured the latch to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(4) 2014, the operator at (B)(4), alleged that during a clinical procedure, the pt couch on their brilliance CT 6 slice sys was free floating. The operator was able to complete the procedure successfully, there was no rescan/reinjection required. There was no report of any harm to the operator, pt or bystander during the incident. The operator thought that the brakes of the couch were not functioning properly, which led to the loose couch. The customer called to the philips svc desk for field svc engineer (fse) to be dispatched. On (B)(4) 2014, the fse arrived on site and an eval the sys. The fse stated that the svc bolt was not secured. The fse removed the latch and reseated it again securely. The fse stated that the svc latch could have been left after the corrected maintenance svc provided previously. After tightening of the svc latch, the sys was fully operational. There was no part replacement. Per the brilliance CT planned maintenance manual, brilliance CT 6-64 sys planned maintenance introduction gantry cover removal/installation procedures (page 12) "brilliance 6-64 gantry cover removal and installation procedures are located in the brilliance 6-64 gantry repair and replacement manual." Per the brilliance CT gantry repair and replacement manual, opening the gantry front cover (page 70) "ensure the pt support top is as far away from the gantry as it will go.; unscrew the wing nut or nut on the sub-frame quick release located under the front of the pt support. Unscrew it enough so that the other end will drop out of the slot in the bracket it engages.; move the pt support sub-frame away from the gantry. Not that it may take considerable force to move the sub-frame out of its normal position. However, after the initial resistance is overcome, the pt support sub-frame should move freely." Figure 3-1 lower pt support sub-frame quick release, closing the gantry front cover (page 73) "re-engage the pt top sub-frame support quick-release at the front of the pt support by pushing the end of it up until it engages the slot in the top bracket.; tighten the wing nut on the quick release." This issue was submitted for engineering eval. Engineering documented their eval as follows: when the failure of the latch occurs, the couch upper sub-frame is allowed to move, taking with it the carbon top and potentially ny pt on the carbon top at the time of failure. There is no motor or drive for this, as the movement of the sub-frame is designed to be manual by svc. This latch is not intended to be disconnected during clinical use. The couch movement is achieved by motors in the sub-frame, which latched in place relative to the base, and which drives the pt support (table) during clinical use for scanning and pt loading/unloading. If the sub-frame is not latched to the base the couch becomes free floating at the sub-frame interface, rather than the carbon top. This free floating motion is similar to the motion that the trained user would notice when the tape-switch is used in emergency extractions. The users perform regular qa testing, including image qual (iq) tests, as part of scanner maintenance. During the qa testing, the user contacts the couch during loading/unloading of the sys phantom during which the trained user would notice the free floating (ie disengaged) state of the couch. If the svc latch is not engaged, and the user does not detect the free floating , there could be couch position errors introduced during clinical scans or qa checks that my not be reported by the sys as an error to the operator. However, such couch position errors can introduce iq test failures during qa checks and incorrect positioning during clinical scans which may be detectable to the operator . Therefore, it is expected that a trained operator would not proceed to a clinica scan if qa check failed. Additionally, it is also expected that any incorrect positioning which could occur during clinical scans would not cause injury to the pt. The inadvertent motion of the sub-frame may cause a potential operator/tech entrapment and pinch point near the couch to gantry interface on the gantry bore side of the couch. The location of the hazard is not in an area where the user would normally be for pt loading/unloading or for operating the sys controls from the gantry panel. Furthermore, the pt is not expected to have their arms in the vicinity of the same pinch point area during a clinical scan. Therefore, it is highly unlikely that either the operator or the pt will suffer injury from entrapment or the pinch point gap that results from the displacement between the tabletop and the sub--frame when the svc latch is not engaged.